Manufacturer narrative:
The manufacturing site received two unpackaged samples with this customer report. A complete investigation was performed. A visual inspection to the quality inspection standard was conducted. No visual defects were identified. On each of the syringe sample received, the plunger rod was exercised inside the syringe barrel for evaluation of the plunger and rubber tip. In one of the syringe samples, the plunger rod disconnected from the rubber tip. Visual inspection of the plunger rod that separated from the rubber tip identified a slight malformation on the plunger tip. The plunger rubber tip separation can be identified on one of the syringe samples. A device history record could not be performed because no lot number was provided with this reported condition. Based on the analysis for item code 8881609700, there is no complaint or failure trend for reported condition. Lots cannot be released unless all quality specifications are met according to norfolk process and procedures. Potential contributing factors to the condition of plunger rubber tip separation include, but are not limited to: a defective air cylinder on the plunger tip assembly station would result in an insufficient amount of pressure to ensure complete assembly of the rubber tip to the plunger rod. Defective plungers (short shot or malformed). Malformed rubber tips. The plunger tip may have snagged on the conveyor belt during transport from molding machine causing malform. Re-use or prefilling. The syringe is intended for single use to be filled at the time of use. Per manufacturing procedure, complaint trends are evaluated during the monthly corrective/preventative actions (CAPA) meeting to determine if a CAPA is warranted. At this time there has been no trend in the reported condition therefore a CAPA will not be initiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the black gasket in the syringe is coming off and it sticks.